Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager dilatation catheter noted blood visible on the distal shaft and in the guide wire lumen and hypotube. There was contrast in the inflation lumen. This is consistent with preparation and use of the product. The balloon was folded flat which is consistent with multiple and/or high pressure inflations. The outer member was necked at the distal end of the lap joint for a length of 1 mm. Factors that may contribute to the difficulty to deflate the catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. It is possible that the anatomy narrowed the inflation lumen, contributing to the reported difficulty to deflate. Additionally, due to the slow deflation, the balloon was not fully deflated, and possibly did not deflate into the balloon tri-fold. Interaction with the guiding catheter and sheath during attempts to remove it and as force was applied to remove the catheter, this would have resulted in the shaft stretching as noted in the return analysis and further contributed to the slow balloon deflation. Also, as this is a high pressure balloon with a large diameter, the balloon profile is often not as small once the balloon has been inflated. It was reported that the voyager nc was used for post dilatation of the stent. Furthermore, interaction with the implanted stent may have further disrupted the balloon tri fold and profile such that resistance was noted during interaction with the guide catheter. Due to the condition of the returned product, a conclusive cause for the deflation difficulties could not be confirmed; however, the difficulty removing the catheter appears to be related to the balloon unable to deflate. Analysis noted the hypotube and jacket material were separated 120 cm distal to the end of the soft tip. The proximal portion was not returned. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. There was a bend and kink noted near the separation. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. There was no report of any damage to the product during visual inspection prior to use and/or in the reported incident details. It is possible that the noted kinks may have occurred during the procedure. If the kinks occurred during the procedure, this may have contributed to the reported difficulty deflating the balloon because the inflation contrast travels in the hypotube and down along the inflation lumen to the balloon. If the hypotube is kinked this could obstruct the flow of contrast into the inflation lumen and balloon and result in a difficulty or failure to deflate the balloon. However, since there was no mention of the kink to the hypotube in the incident, the kinks most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Additional manipulation would have contributed to the shaft ultimately separating. The deflation times could not be taken due to the separation. An attempt was made but the balloon, as received, could not advance through a new guiding catheter. Using a luer, the balloon catheter was pressurized but it did not fully deflate. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported deflation difficulties and noted hypotube separation could not be determined; however, the reported difficulty removing the catheter appears to be related to the operational context of the procedure. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that after post-dilatation was performed with the voyager 4.5x12 balloon catheter, resistance was met during removal. The balloon stuck at the end of the guide catheter and would not retract into the 5 fr non-abbott sheath. It was noted during inspection of the device after removal from the anatomy, that the balloon did not appear to have deflated fully to a low enough profile to pass through the sheath. There was no reported patient sequela. Though requested, no additional information was provided.